Manufacturer narrative:
Evaluation summary: customer report of leaflet tear was confirmed. Leaflet 2 had a tear at commissure 3, tear measured approx 9mm. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was minimal to moderate at the stent inflow. Pledgets were also observed on the host tissue at commissure 1 on the inflow aspect. Wireform was also exposed on the inflow aspect. No visible inconsistencies observed on the xray. Method: device returned. The valve as received exhibits signs of non-calcific degeneration. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Structural valve deterioration (svd) may occur as a result of non-calcific degeneration and has been termed as "age dependent". Non-calcific degeneration is characterized physiologically by moderate to severe regurgitation and grossly by partial to complete loss of leaflet architecture. In vitro and in-vivo testing have demonstrated consistent patterns of structural damage from non-calcific degeneration, with collagen loss within the bellies of the leaflets. Therefore, this mode of failure included cusp tears and perforations within the body of the cusps that were unrelated to leaflet separation from the stent and distinct from tears associated with calcification.

Manufacturer narrative:
This valve was reportedly explanted after 22 months due to aortic insufficiency (ai). The valve is a model 3300tfx, size 27 mm. A sizable tissue tear from free coaptation edge to assembly line adjacent to the valve wireform is evident on leaflet 2 near commissure 3. The whole leaflet (leaflet 2) appears to be degenerated. Similar tissue degeneration is evident on the adjacent leaflet 3 near the same commissure (commissure 3). Leaflet 1 appears to be normal. Except for several small calcification nodules possibly located within the host tissue, no appreciable bioprosthetic leaflet tissue calcification is evident by x-ray imaging. The morphology of the tissue degeneration and tear observed in leaflets 2 and 3 appear to be consistent with non-calcific tissue degeneration. Although no functional testing was performed, the tissue tear in leaflet 2 appeared to be severe enough to cause the ai as observed in vivo. Non-calcific tissue degeneration is one of the common chronic failure modes in bioprosthetic heart valves and is largely variable among the patients. The mechanism of on-calcific bioprosthesis degeneration is not fully understood. However, it is generally believed that both operational mechanical stress and patient biological factors and comorbidities play important roles in this pathological process. Usually this type of tissue degeneration affects all leaflets which are somewhat different from the observation in this particular valve. The root cause for the tissue degeneration and tear observed in the particular valve cannot be determined at this time.

Event description:
As reported, a 3300tfx 27mm, was implanted in aortic position and explanted after approximately 22 months due to aortic insufficiency.

Manufacturer narrative:
Method: device not returned. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Operative report was provided in dutch and partial translation indicated no problems during index procedure. There was a degenerated bioprosthesis with a crack in the lec and partially calcified valve. The valve is removed and the annulus cleaned. A 3300tfx27mm valve was implanted. The patient had sepsis 6 months before explant but the cause was unknown. Additional information was learned from the health care provider that the valve was calcified at explant and a tear in one leaflet was found. Device is to be returned for evaluation and confirmation.